Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsvm4b10, (imp, tsv, mcol mg, 4.1mm, 10m) for evaluation. A visual evaluation was performed, the returned implant packaging was identified as reported. Broken outer vial's green cap identified. The outer vial's tamper seal / ring was in sealed condition. DHR review was completed for the subject lot number 1274193. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1274193 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: packaging: other. The customer did submit images for the reported event. The images showed the implant outer vials green cap was cracked. Based on the investigation and according to the CAPA, the most likely root cause determined from the investigation was external factors (temperature). This is an ongoing issue which is currently being monitored. Non-conformance and health hazard evaluation have been opened to further contain affected products, evaluate potential root causes, and consider applicable corrective actions. Therefore, based on the available information, a packaging malfunction did occur. The implants green cap was cracked while the green caps tamper seal was intact. The reported event/coob was confirmed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative zimvie received one (1) tsvmb10, (imp,tsv,mcol mg,3.7mm,10m) for evaluation. A visual evaluation was performed, the returned implant packaging was identified as reported. Broken outer vial's green cap identified. The outer vial's tamper seal / ring was in unsealed condition. DHR review was completed for the subject lot number 1274193. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1274193 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : packaging : other. The customer did submit images for the reported event. The images showed the implant outer vials green cap was cracked. Based on the investigation and according to the CAPA, the most likely root cause determined from the investigation was external factors (temperature). This is an ongoing issue which is currently being monitored. Non conformance and health hazard evaluation have been opened to further contain affected products, evaluate potential root causes, and consider applicable corrective actions. Therefore, based on the available information, a packaging malfunction did occur. The implants green cap was cracked while the green caps tamper seal was intact. The reported event/coob was confirmed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
When the implant was opened for insertion, the secondary packaging (green tube) was not sterile because the green cap was broken. The implant was not used.

Manufacturer narrative:
Zimvie complaint number (B)(4) a1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided.